Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) battery is "dead" and their right ventricular (rv) lead is broken and "frayed." Follow up was conducted and it was indicated that the patients rv lead had triggered a lead integrity alert (lia). Further follow up was conducted and the patient¿s cardiologist indicated that they had interrogated the patient¿s device (B)(6) 2019 and verified that the lead was "degrading" and both the lead and device needed replacement as the device had triggered rrt/eri. Patient was seen again approximately two months later, and the physician was unable to get telemetry with the device and the device battery is most likely fully depleted. The physician stated they have made referrals multiple times for the patient to see an electrophysiologist (ep) to have the device/lead removed but the patient has insurance issues and they are not sure if the patient ever spoke with their insurance or reached out to the ep for an appointment. Both the device and lead currently remain implanted. No patient complications have been reported as a result of this event.